Event description:
Grandmother of 3 year old end user called stating that during a treatment of alubterol & ipratropium, for his asthma, the (B)(4) aerosol compressor allegedly stopped working. The child did not miss a treatment as a family friend had a unit to loan them. The grandmother is traveling from (B)(6), where the incident happened, to the dealer in (B)(6) the dealer can replace the unit. Dealer would not replace until the malfunctioning compressor was returned. No injury alleged.